Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device stops by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions and was able to obtain measurements. A watchdog failure was observed in the log files which was caused by a hardware communication failure check. The device will stop functioning while the error is present. The complaint could not be confirmed, however a probable cause was identified: during internal inspection, a bent pin was observed on the flex cable. No product performance issues were identified related to the reported issue. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device stops by itself. No consequences or impact to patient were reported.